Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a no delivery alarm. While attempting to clear no delivery alarm, customer received a motor error alarm. Customer's blood glucose was 347 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. Customer did report a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. Unable to verify the motor position encoder error alarm in the alarm history due to the history file overwritten with displayable history crc alarms. The alarms were due to a corrupted history file. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads and a cracked reservoir tube lip.